Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported the device has no ac (alternative current) power. There was no patient involvement. The customer confirmed the reported problem. The customer replaced the power supply and the reported problem was resolved.